Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to lose protruded drive support disk. Unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to compromised force sensor system alarms. Upon visual inspection, the insulin pump had moisture damage on the force sensor resistor and corroded battery tube. All operating currents are within specification and passed displacement test, self-test, off no power test, rewind and unexpected restart error test. No unexpected low battery or off no power alarms noted. All buttons functioning properly. No damage was found on the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked case and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was not able to clear the alarm with escape and act buttons. The insulin pump was returned for analysis.